Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2016 for investigation. Investigation is as follows: visual evaluation identified physical damage to the top cover, front encoder damage and bent battery lock. Archive data was reviewed. Observed multiple fault of ua07 (discrepancy between load 1 and load 2 too large), ua12 (lifeband® not present) and ua18 (max take-up revolutions exceeded) in the archive data on (B)(6) 2016. No problem found in the archive data on the date problem reported on (B)(6) 2016. The autopulse failed the functional test. Observed and verified intermittent on lifeband switch assembly and adjusted the switch arm to parallel position to remedy the fault. Performed simulated compression on the device using lrtf (large resuscitation test fixture, equivalent to (B)(6) patient) for approximately 10 minutes, no fault was found. Performed load cell characterization check was performed and the device passed. No problem found on the pixelated issued with the display screen, even when pressing the power switch on/off button for approximately 10x. The reported display issue could not be reproduced. The lcd was replaced as precaution. Replace pdb per (B)(4). Based on the investigation, the following components were replaced top cover, front enclosure, pdb, lcd and battery lock. The autopulse was repaired and successfully passed run-in test and final test.

Event description:
It was reported that autopulse platform's (B)(4) display was pixelated and unable to read. In addition the lifeband would not stay attached. There was no report of patient involvement. No additional information was provided.